Event description:
The customer alleged the flow test was too low.

Manufacturer narrative:
The pump was inspected and found a buildup of residue on the roller. The pump needs to be cleaned according to instructions on a regular basis. The pump rotor was replaced to resolve the issue.